Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electro surgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The unit was placed on an in-house system and was run in normal mode and the reported failure was confirmed and reproduced. The unit will be sent to the original equipment manufacturer for repair.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding c-30 error was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, there were errors c-30 on the erbe generator during monopolar energy activation. The technical support engineer (tse) checked the system logs and found errors c-30 and c-34 on the erbe generator. The tse asked the caller to reboot the erbe generator and to try use the monopolar energy again; however, the issue persisted. The tse asked the caller to try using the second monopolar port on the generator, but the issue remained. Tse asked the caller if a valley force triad generator and energy activation cable were available. Caller confirmed they were available and was proceeding with the procedure robotically as planned to use the force triad generator. There was less than 15 minutes of delay and with no harm for the patient.